Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
(B)(6)2024, it was reported by a sales representative via (B)(4) that an (B)(4) fastpass scorpion jaws are not opening or closing. This occurred during a case and the device couldn't be used as intended. There was no adverse effect on the patient.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged, ar-13999mf, batch 15197676, was received for investigation. Upon visual inspection, it was noted that the jaw does not close completely. Functional testing found that the instrument is not working as intended. CAPA-00348 was opened for this issue. This is a known manufacturing issue.